Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 55 mg/dl. The customer's blood glucose was running low the entire day prior to being hospitalized. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer is not connected during priming. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.